Manufacturer narrative:
Additional information: e1(postal code): (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, by turning on main switch , and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : repair is not done by getinge.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) pump turns off immediately after being turned on. There was no patient involvement.